Manufacturer narrative:
Patient information was requested, none has been provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was not an audible alarm when the device there was a vent inop occurrence. There was no patient harm.

Manufacturer narrative:
The manufacturer's field service engineer ( fse) tested the device by reseeding and disconnecting the data acquisition to motor controller cable to recreate error and verify the reported event. The fse was unable to duplicate the reported issue. The device successfully passed performance specification testing. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported there was not an audible alarm when the device there was a vent inop occurrence. Patient was intubated and bagged when this occurred. There was no patient harm.